Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, stress urinary incontinence, and dyspareunia and mesh was implanted along with the concurrent procedures of sacrospinous suspension and cystoscopy. It was reported that following insertion of the mesh the patient experienced pain. It was reported that the patient underwent mesh revision on (B)(6) 2006 and removal on (B)(6) 2011

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and dysuria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with transvaginal hysterectomy, anterior and posterior colporrhaphy. No additional information was provided.